Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that while changing out the implantable cardioverter defibrillator (ICD) for normal battery depletion the physician noted that the right ventricular (rv) lead had "erosion". The rv lead was replaced. No patient complications have been reported as a result of this event.